Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. The device was checked out by a service technician at the customer site. A return pump cca auto test and a fluid test were both successfully performed. Investigation: investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a hemolyzed sample. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.